Event description:
During surgery when screw was inserted in the bone, the tip of the screwdriver broke. The surgeon removed the broken piece of the screwdriver and completed the operation.

Manufacturer narrative:
Visual examination revealed that the tip of the blade was broken. The broken part was not returned. Furthermore, at the remaining part of one flank, a secondary crack was visible. The fracture area as well as the fractured surface showed the appearance of a forced rupture resulting from very high torsional and bending forces. Additionally, pressure mark was visible at the slot area of the blade pointing to the occurrence of high bending forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.